Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room(ER) due to a high blood glucose (bg) level over 500mg/dl and high ketones. The customer was treated with intravenous saline and insulin, and was released from the ER 5 hours later with no permanent damage. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional.